Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during interrogation of the pulse generator, communication with the device was lost. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.